Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Pump is not able to maintain an electrical connection with the returned battery cap. All testing performed with a test battery cap. Black box shows multiple unexplainable power on reset events..pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had lost power and the battery compartment was found to have cracked. It was reported that the battery cap was undamaged but the cap did not secure properly on to the pump. It was noted that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.